Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 20th reported they patient was put on keflex 500 mg bid x 5 days. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient had some pain. On (B)(6) 2017 it was noted that the patient felt stimulation after increasing it to 0.3, and they also stated, ¿it feels like their bladder gets full now.¿ on (B)(6) 2017, it was reported that they were having ¿creepy crawling¿ feelings in their legs so they decreased stimulation to help the feeling. They also noted having minimal leaking, and that the battery pack on their back was ¿driving them crazy.¿ on (B)(6) 2017 it was reported that they were having a lot of itchiness and irritation from the tape and ens box. Their daughter looked at their back and thought there might be an infection because ¿it doesn¿t look good.¿ it was noted that the patient had already contacted their healthcare provider to schedule the implant as soon as possible. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.